Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was noted to have blood leaking from it even though it had a reverse flow prevention valve. The situation was remedied by changing the product to another one and then indwelled it to the patient. The medical procedure was performed in accordance with the descriptions in the IFU. However, it seemed the customer was unfamiliar with the indwelling operation of such products. No patient injury neither was there any reported adverse events.